Event description:
Caller reported an alarm indicating an occlusion issue. There was no adverse impact on the customer's blood glucose level. Technical support instructed the caller on various troubleshooting steps, including disconnecting and reconnecting the tubing and replacing supplies. The caller was assisted in filling and loading a new cartridge, and it was noted that there were no visible cracks or damage to the old cartridge. Troubleshooting steps were taken multiple times as the occlusion alarm recurred. Customer planned to replace necessary supplies and resume insulin as advised by technical support.